Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. Upon evaluation, visual examination of the sample revealed a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube was observed. The piercings coincided in position.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and topical skin adhesive was used. When the surgeon cracked the glass ampule for use, the plastic vial got damaged by the broken glass. There was no adverse consequence to the patient.